Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient had a rf ablation where the device was not placed in surgery mode. Subsequently, the patient had trouble connecting to the ipg. In turn, troubleshooting was attempted by a company representative and the issue was resolved. The device is providing therapy.